Event description:
It was reported that the system had a cine disk is not available at boot up. There is no report of death or serious injury associated with the complaint. This would prevent the cine function from operating.

Manufacturer narrative:
A ge service representative performed an on site investigation. The data cable was evaluated and reseated. The system was tested and found to be working as intended and returned to service.